Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The physician was attempting to treat a lesion located in the mid rca (right coronary artery) with a 4.00x20mm taxus liberte stent. The stent was deployed successfully at 17 atms. After the stent was deployed, the physician made a comment that he saw "something" that may have been a dissection. The procedure was completed with this device. The pt status is listed as "fine". Additional information has been requested, and is not available.

Manufacturer narrative:
The complaint device was not returned for analysis. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.